Event description:
The customer reported the fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. Both the high voltage cable and interconnect cable were evaluated and the interconnect cable was replaced. The system was tested and found to be working as intended and returned to service.